Event description:
It was reported that a catheter issue occurred, resulting in an aborted procedure. The polaris imaging system was selected for use during preparation, the motor could not identify the catheter. The procedure was not completed due to this event. There were no patient complications reported.